Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned. Implant was attempted with a 24mm watchman flx closure device and delivery system (wds) but was unsuccessful. Re-attempts were performed with two 27mm wds without success. The 27mm wds was then exchanged for a 31mm wds. After multiple implant attempts, a clot was observed on the core wire and device face. The patient's activated clotting time (act) was checked and noted to be high, out of the therapeutic range. The 31mm wds and was were removed, and the procedure was aborted. The patient's neurological status was monitored. No complications arose and the patient was discharged.